Event description:
A report was received that the pt's lead was revised. The original placement of the lead had been intramuscular and the pt was having muscle twitches. The lead was placed subcutaneously and the pt was doing well.